Event description:
Reported that pump was being used to deliver total parenteral nutrition. Total bag volume was 1760 ml with 1664 ml to infuse at 177 ml/hr rate was set for 10 hours with a ramp up for 30 minutes and a ramp down for 45 minutes at end of therapy. The pt's relative reported that the pump infused the bag one hour early. Facility had sent pump to their service center who stated that they cannot fix pump. Pump is being set to baxter for analysis.